Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown reasons. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement during a laser extraction for a different lead. A new lead was implanted. No additional adverse patient effects were reported.